Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no similar complaints reported in the lot. (B)(4).

Event description:
A consumer reported experiencing blurry vision following intraocular lens (iol) implant surgery. She also reported that she was told that she had capsule haze which required a yag laser capsulotomy two months following her initial surgery, but her vision remained blurry. Two months later, she had a lasik procedure done and her vision remained blurry. Additional information was received from surgeon, who indicated that in his opinion, the iol did not cause the event. The patient has possible mild corneal dystrophy. He also reported that the yag laser capsulotomy and the lasik procedure were planned.